Event description:
It was reported that during a procedure, the nc trek balloon dilatation catheter (bdc) was used for post-dilatation of the implanted stent in the right coronary artery without incident. Intravascular ultrasound (ivus) was performed and the same nc trek bdc was used for pre-dilatation of the left anterior descending (lad) artery when during the inflation at 8 atmosphere (atm) the balloon ruptured. There was no reported adverse patient effect. The device was removed and replaced. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual, functional and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.